Event description:
During the periodic programming history review, it was observed that high impedance was seen on both system and normal diagnostics performed (B)(6) 2011. Device manufacturing records were reviewed which found no unresolved non conformances. An attempt has been made for additional information; however, it was unsuccessful. No additional information has been provided.

Manufacturer narrative:
Analysis of programming history and review of device manufacturing records. Review of manufacturing records confirmed the device met all final testing specifications prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.